Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 700 au chemistry analyzer. Cts suggested that the customer replaced the sample probe. It was confirmed that after the customer replaced the sample probe, the issue was resolved. The failure mode is determined to be the sample probe. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high glucose (glu) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.